Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a unicompartmental knee (uni), surgical procedure, it was discovered that the motor device signaled an e2 error code. The reported indicated that the device was unplugged and then re-plugging to resolve the issue. There were no delays to the surgical procedure. It was reported that the same device was used to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was giving an e2 error. It was determined that the motor was worn out, causing the device to lock up and give an e2 error. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.